Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821, serial/lot #: -, ubd: , UDI#: h3, h6: system service was completed in the field and the camera was exchanged. B01, c13, and d02 are applicable. H3, h6: product 9735821 was received for analysis. The returned positioning sensor unit (psu) has many nicks and scratches including both lenses. A check of the event log showed intermittent firmware incompatibility dating back to nov 2017. There was a battery voltage low message along with bump detected and storage temperature exceeded. Otherwise, the psu failed an accuracy test (aak) at .302 mm with a passing threshold of .25 mm. This psu has not been previously returned for a failure. B01, c13, and d02 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system outside of procedure. It was reported there was a "localizer faulted message." There was a green and amber light illuminated on the positioning sensor unit (psu). Troubleshooting was done and the cable to the camera was reseated as it was loose. There was no resolution. The ndi toolbox configuration was checked. "Bump detector battery fault. Return for service. Bump detected. Accuracy assessment recommended. Storage temperature exceeded." Multiple faults at the same time stamp in the logs. The probable cause was noted to be an erroneous detected bump failure. There was no patient present.